Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed red blood cells and fibrin clots after centrifugation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination for gel defects and no issues were observed as all samples met specifications. Complaints for sample quality for the month of january 2025 were not under statistical control, therefore factors that may contribute to fibrin, and red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (red cell hang up, fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of red cell hang up and fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed red blood cells and fibrin clots after centrifugation on unspecified number of tubes. No patient impact reported.